Event description:
Pt reported severe burning pain that started 9 days after implant. The medication was changed and it was reported that the burning and numbness improved. The pump was infusing hydromorphone. Will request add'l info from the physician regarding pt reported events, and a follow up report will be sent when new info is received.